Event description:
It was reported that the right atrial lead exhibited an insulation anomaly and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 13.7 - 13.9 cm from the connector pin due to friction to the device can.